Event description:
It was reported that during induction testing immediately after implant, the programmer identified that device detected noise even though the noise guard was turned to passive. The noise guard was programmed on. There were no adverse consequences to the patient.

Manufacturer narrative:
.